Event description:
Reportedly, on 6-november-2024, the right ventricular impedance was not displayed. A reinterrogation was necessary.

Manufacturer narrative:
The review of provided data confirmed the reported issue, no impedance value was displayed at the end of the session. This reported event corresponds to a known bug. This bug prevents the programmer from retrieving right ventricular impedance measurement from a right ventricular device whose implantation has not been confirmed. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Investigation not completed yet, the conclusion is not available.

Event description:
Reportedly, on (B)(6) 2024, the right ventricular impedance was not displayed. A reinterrogation was necessary.